Event description:
International affiliate reports that a section of the spinal cage broke off of the device during insertion. The smaller broken portion was removed from the surgical site and the major portion of the cage was implanted. The international affiliate was aware of this event on (B)(6), 2010. However, the event was not reported to depuy spine until (B)(6), 2010. The affiliate has been reminded of the need to immediately report adverse incidents. As a compromised device has been implanted, a medwatch report is being submitted to document this event.

Manufacturer narrative:
Depuy spine is awaiting the return of the broken fragment that was removed from the surgical site. A follow up report will be submitted upon receipt of the device fragment and completion of the evaluation.